Event description:
It was reported that a patient accidentally cut a hole in the tubing of their transfer set and then used the damaged transfer set to perform peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of use error, where the patient cut a hole in the tubing of their transfer set. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to inspect tubing for damage prior to initiating therapy. It warns the user that using damaged sets can result in contamination of the fluid or fluid pathways. It also warns the user that contamination of any portion of the fluid or fluid path may result in peritonitis, serious patient injury, or death. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.